Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor this is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Complaint confirmed. The screw's hex portion and 65% of its threaded section was returned with the driver. The distal 0.19" of the distal tip are broken-off and the anchor is damaged and flattened. Device met all specifications as received. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the 1st anchor broke while a big part was already implanted into the bone. The fragment was removed (half anchor) and the rest remained in the patient. 2nd anchor was ok, no problems occurred. 3rd anchor broke at the beginning of the implantation and was completely removed. Procedure: unknown.